Manufacturer narrative:
The field service representative (fsr) checked syringe seals on the architect i2000sr analyzer (B)(6) and discovered small degree of buffer crystallization in sample and r1 syringes. The fsr replaced the syringes; syringe assy (rohs) (pn 7-77650-06) which resolved the issue. A review of the analyzer's service history identified no contributing factors to the complaint. There have been no further occurrences of discrepant results after the syringes were replaced. A review of tracking and trending data associated with the analyzer and the part identified no trends related to the complaint. Manufacturing documentation for the part was reviewed and did not identify any issues. Labelling was reviewed and adequately addresses the complaint. Based on this investigation, no systemic issue or deficiency was identified for the architect i2000sr analyzer (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. \patient identifiers: sids: (B)(6).

Event description:
The customer reported false reactive architect (B)(6) ag/ab combo and architect (B)(6) results on multiple patients while running on the architect I 2000sr analyzer. The customer provided the following data for the (B)(6) assay: on (B)(6) = initial 1.15 s/co (reactive) / repeat reactive / liaison xl = 0.266, 0.354 (not detected); on (B)(6) = initial 2.87 s/co (reactive) / repeat reactive/ liaison xl = equivocal; on (B)(6) = initial 1.37 s/co (reactive) / repeat reactive / liaison xl = 0.268, 0.287 (not detected); on (B)(6) = initial 1.70 s/co (reactive) / repeat reactive / liaison xl = 0.303, 0.291 (not detected); on (B)(6) = initial 2.05 s/co (reactive) / repeat reactive / liaison xl = 0.269, 0.209 (not detected); sid (B)(6) = initial 2.17 s/co (reactive) / repeat reactive / liaison xl = 0.251, 0.264 (not detected); sid (B)(6) = initial 2.79 s/co (reactive) / repeat reactive / liaison xl = 0.289, 0.276 (not detected); sid (B)(6) = initial 3.04 s/co (reactive)/ repeat reactive/ liaison xl = 0.307, 0.289 (not detected); on (B)(6) = initial 2.39 s/co (reactive)/repeat reactive/ liaison xl = 0.334, 0.300 (not detected); sid (B)(6) = initial 1.21 s/co (reactive)/ repeat reactive/ liaison xl = 0.228,0.364 (not detected). The customers cutoff range for (B)(6) ab/ag liaison is <1.0 (negative). The customer provided the following data for (B)(6) assay: on (B)(6) = initial 1.06 s/co (reactive) / repeat reactive / vidas = 0.75 (<1.0 = negative). There was no impact to patient management reported.